Manufacturer narrative:
Elevated complaint investigation has been initiated.

Event description:
Customer called to report a patient sample that generated a negative result when running the realtime sars-cov-2 assay, but a positive result on the cepheid/diasorin platforms. Customer explained that the original sample was tested on the diasorin platforms; the result was positive by diasorin s gene (34) and negative for orf1ab. The sample was repeated on the abbott realtime assay (negative) and cepheid (e gene: negative and n2: positive 41.7). The two assays, diasorin and cephid, have a late cycle threshold and one target detected by each assay. The positive result was reported as per cepheid. The patient was a pre-op patient and the test was repeated after negative result by realtime by request of a physician. Infection prevention contacted the patient and he did have history of symptoms consistent with covid. Patient management was not affected by discrepant negative result.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: the results log from the suspect run was reviewed. This review indicates that the run displayed the status as "warning" and all samples and controls received the sp flag. The m2000sp flags are a result of specific warnings generated during the sample extraction run. It is not known what the specific warning was for this run. However, it is the operator's responsibility to determine the impact on the validity of the sample preparation for the affected samples. There is no indication that the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 505319 is performing outside of established design performance specifications. Quality data review: · the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 505319 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 505319. · the corrective and preventive action (CAPA) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 505319 and its components was performed and did not identify any internal or post-production use issues related to the complaint. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 505319 did not identify any additional complaints potentially related to the reported issue. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 505319 was not identified. Patient age and gender have been added to final report.